Event description:
Found during incoming inspection of device. The customer called to report the device is displaying a service indicator and has a fault code in device memory related to battery power. There was no patient associated with the report.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported problem. Physio replaced the power supply module and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.